Event description:
A practitioner reported that a patient had a peripheral corneal ulcer that was treated with an antibiotic and resolved in 10 days. The practitioner indicated that practitioner felt the ulcer was infectious, although this was not culture confirmed. The practitioner stated that the pt was not compliant and felt this was the cause of the event. Specifically stating the pt did not clean their hands well. The pt was wearing surevue brand contact lenses and using this lens care product at the time of the event.